Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular lead dislodged post implant. During repositioning, thresholds and r-waves were normal, but some current of injury was observed. Technical services discussed either waiting a few more minutes for current of injury or reposition depending on the physician's discretion. There is no further info available. Should additional info become available, this report will be updated. It is unk if this lead was explanted or if it remains implanted.